Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the bulb in the lamp needs to be replaced. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found system message (sm) - ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service¿ displayed. The xenon lamp was replaced. The sm reported is an advisory for the user to replace the lamp after it has reached 400 hours and can only be cleared by the user pressing a button on the screen. As the lamp is rated for 400 hours of use, after this time the lamp¿s performance will decrease; however, the lamp can still be used after this system message is acknowledged. The system was then tested and met all product specifications. The system was manufactured on november 17, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the xenon lamp which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).